Manufacturer narrative:
As reported, the yellow anchor of the ventralight st w/echo ps, became detached and fell inside the patient's abdomen. The sample (inflation assembly) was discarded by the user facility. Based on the information provided, and not having the sample to evaluate, no conclusion can be made. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of 189 units released for distribution in may 2022. The instructions-for-use (IFU) supplied with the device states: "once the ventralight st mesh w/echo ps positioning system (the device) is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible. Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity. Not returned - discarded.

Event description:
As reported, during a laparoscopic umbilical hernia repair procedure on (B)(6) 2022, a ventralight st mesh w/echo ps was used. It is reported that after insertion through the trocar the surgeon attempted to pull the retrieval loop through the skin incision using a suture passer. As reported, there was no tension, but when pulling through the abdomen the inflation tube broke and the yellow anchor fell into the patient's abdomen. The yellow anchor was retrieved as well as the inflation tube. The surgeon was able to pull the remaining inflation tube through the incision and complete the case without any issue. No patient harm or injury was reported.